Event description:
Based on the information provided, the rod broke free from the phoenix rod inserter in-vivo. The surgery was extended by 45 minutes. A back-up proview inserter was used to complete the procedure.